Event description:
The complainant stated that the left foot siderail has pulled off bed.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the repairs are complete.